Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided] by the customer. Manufacturer's ref. No: (B)(4).

Event description:
This complaint is from a literature source. It was reported that one patient underwent radiofrequency ablation for symptomatic af and had a minor stroke. Title: ¿catheter ablation of symptomatic idiopathic ventricular arrhythmias.¿ the purpose of this study was to design to identify predictors of rfca outcome classified into three categories, and to build proportional odds logistic regression models for clinical applicability to predict af recurrence. The study was conducted between july 2004 and december 2016. 483 patients were enrolled in this study. Suspect device is lasso catheter, however catalog and lot number are unknown.